Event description:
It was reported that the lead was removed from service due to high ventricular impedance and intermittent capture; suspected lead fracture. A new lead was implanted at normal ipg changeout. No patient complications have been reported as a result of this event.